Event description:
The customer reported intermittent arcing problems on the 9800 system. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the x-ray tube and the hv tank. The system operates as intended.